Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on plunger and tip clamps in the problem area of the pipettor assembly. The fse cleaned tip clamps and sleeve, and replaced the plunger clamp and tip retaining clip. The instrument was inspected, tested without further problem, and returned to service.